Manufacturer narrative:
A review of documentation and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Due to the information in the complaint report and the image review, the root cause of the type iiib / suture hole endoleaks could be "procedure related - patient condition related to occurrence." This was chosen as the possible causes of endoleak observed could be due to the patients anatomical conditions (tortuous/ calcified vessels), excessive anticoagulation or aggressive ballooning, which could have caused outflow limitation, stretch/tear in the fabric. However, a second iliac leg was deployed with a maximum overlap in the main body, which resolved the endoleak. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Actual device not returned, but image has been returned. (B)(4). The product will not be returned for evaluation. This event is still under investigation at this time.

Event description:
It was reported that during treatment for an abdominal aortic aneurysm (aaa) using a zenith flex aaa endovascular graft bifurcated main body, a type 3 endoleak was found on the ipsilateral limb of the zenith flex-zt main body after both tfles were placed. The leak was discovered to be right above the overlapping of the tfle and the ipsilateral limb. Another tfle was placed to cover the leak and the type 3 endoleak was considered resolved. It was reported the patient did not experience any adverse effects due to this occurrence.